Event description:
Event: in 2002 at medical center, a powerheart aecd in advisory mode, connected to a pt, charged up and advised for shock while the pt was in a hemodynamically stable condition. No shocks were given to the pt.